Event description:
Customer states: about 20 minutes after starting use for the patient in ICU, smoke came from the unit. Then, confirmed the floor under the unit was discolored (looks like burn mark). Some staff says they saw fire. There is no patient harm.

Manufacturer narrative:
Covidien has requested unit be returned for evaluation. The warmtouch 5100 patient warmer has been discontinued, and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.